Event description:
Caller reported potential false negative hcg. Pt presented early march. Pt had a pregnancy test done at home, which came out positive. She came in for a visit and in-house pregnancy test was negative. The provider decided to do a beta hcg quantitative test. Collection taken midday and serum quantity was positive at 300 miu/ml.

Manufacturer narrative:
Pt samples were not returned for testing. Product support tested retained lot (B)(4). Results as follows: control: 25 miu/ml hcg urine control lot: (B)(4), 100 miu/ml hcg urine control lot: (B)(4), 207 iu/ml hcg urine control lot: (B)(4). Summary of results: the retention devices meet qc spec. Details as below: correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minutes reading time. (N=5) the 100 miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5) the 207 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5) conclusion: from retain testing with in-house controls, the customer's result was not replicated, and the product performed as expected.